Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the pacemaker. The pacemaker will be monitored going forward. No intervention was done. There were no adverse consequences to the patient.